Event description:
Related manufacturer reference number: 2017865-2023-93404. It was reported the patient presented for implant procedure. During surgery, the delivery catheter prematurely released the leadless pacemaker (lp). Upon examination, it was discovered the tethers on the delivery catheter were misaligned with no response from the releasing button. The procedure was completed with a different lp and delivery catheter. The patient was in stable condition.

Manufacturer narrative:
The reported events were premature separation and tethers were broken. A catheter was returned in one piece without a device attached and no signs of blood/body fluids. The reported event of tethers were broken was not confirmed. Visual analysis found one tether bullet was noted to be bent/damaged at the distal cap region. X-ray inspection of the catheter found the release tether to have slipped and is out of position. Dimensional analysis found the protrusion length to be out of product specification. Unable to perform any additional analysis due to condition of tether bullet as received.